Manufacturer narrative:
An event of difficult to remove (entanglement of valve) and positioning problem was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that the patient presented with a horizontal aorta and sufficient calcium for anchoring. The final implant depth is 5mm. There was difficulty in the implantation due to aortic angulation and system tension. There was tension in the delivery system during deployment. After deployment, the delivery system nosecone interacted with the valve. The tip of the flexnav touched and displaced the valve. The valve migrated towards the ascending aorta and near the coronary ostium, but did not block the ostium. The migrated navitor valve was snared and placed in the ascending aorta outside of the aortic annulus. A new 25mm navitor was used and implanted. The patient is reported to be stable. Based on available information, the reported difficult to remove associated with entanglement of the valve appears to be related procedural conditions. The reported positioning problem appears to be related to a combination of patient anatomy (horizontal aorta/aortic angulation) and procedural condition. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 18 january 2024, an unknown navitor valve (serial: (B)(6)) was chosen for implantation utilizing a small flexnav delivery system (lot: 9119719). The patient presented with a horizontal aorta and sufficient calcium for anchoring. During implantation, there was difficulty due to aortic angulation and system tension. One recapture was performed. The device was released at a depth of 5mm. There was tension in the delivery system during deployment. After deployment the delivery system nosecone interacted with the valve. The tip of the flexnav touched and displaced the valve. The valve migrated towards the ascending aorta and near the coronary ostium, but did not block the ostium. The flexnav was able to be removed normally. The migrated navitor valve was snared and placed in the ascending aorta outside of the aortic annulus. A replacement 25mm navitor (serial: (B)(6)) was then implanted utilizing a replacement small flexnav delivery system (lot: 9119719). The patient is reported to be stable. There was no clinical signs or symptoms during the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, an unknown navitor valve (serial: (B)(6)) was chosen for implantation utilizing a small flexnav delivery system (lot: 9119719). The patient presented with a horizontal aorta and sufficient calcium for anchoring. During implantation, there was difficulty due to aortic angulation and system tension. One recapture was performed. The device was released at a depth of 5mm. There was tension in the delivery system during deployment. After deployment the delivery system nosecone interacted with the valve. The tip of the flexnav touched and displaced the valve. The valve migrated towards the ascending aorta and near the coronary ostium, but did not block the ostium. The flexnav was able to be removed normally. The migrated navitor valve was snared and placed in the ascending aorta outside of the aortic annulus. A replacement 25mm navitor (serial: (B)(6)) was then implanted utilizing a replacement small flexnav delivery system (lot: 9119719). The patient is reported to be stable. There was no clinical signs or symptoms during the procedure.